Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
Customer reported inaccurate readings during the intubation of a preterm baby. The patient also had a philips mx 800 for ECG monitoring. The ECG monitor displayed multiple incidences of bradycardia (clinical staff claims there was no artifact). The radical-7 pr did not drop during this time. There was no known impact or consequence to patient.